Event description:
A report was received that the patient's precision system was explanted because his stimulation caused fatigue and nausea. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause fatigue/nausea/unwanted side effects was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing fatigue/nausea/unwanted side effects was not duplicated or confirmed. Device evaluation indicated that the leads passed visual and photographic imaging tests performed. The devices exhibited normal device characteristics.

Event description:
A report was received that the patient's precision system was explanted because his stimulation caused fatigue and nausea. The patient was reportedly doing well following the procedure.